Event description:
Pt admitted for elective cardioversion. Quick-combo-patches were applied to chest and back. Physician delivered 200 joules synchronized defibrillation to pt. Visible sparks and arcing were seen. Cardioversion was unsuccessful and pt had visible burns on chest -anterior- area. Patches were removed immediately and 3m defib pads were applied and 300 joules delivered with paddles from same physio-control lifepak 9 defibrillator - again sparks were observed. Unable to determine any further burns to pt's chest.